Manufacturer narrative:
The reason for this revision surgery was the patient's acromion/ascapula broke and they were experiencing pain and lack of motion. The length of in vivo service was 1.6 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 169 prior complaints reported against this part number; summary of investigations: 33 for trauma, 3 device failures, 17 dislocations, 6 for pain, 18 for infections, 17 for stability and others not associated with product issues. This is the first complaint against this lot number. The root cause for the acromion/scapaula breaking and the pain and lack of motion was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling and breaking their acromion/scapula. The patient was experiencing pain and lack of motion.